Event description:
It was reported that after a percutaneous transluminal coronary angioplasty (ptca) and stenting treatment procedure, stent thrombosis and death occurred. The physician implanted a 2.75x28mm promus element stent in the target lesion. No complications were reported. Two days later the patient presented with a myocardial infarction and returned to the cath lab for a repeat revascularization. An electrocardiogram and angiography were completed and subacute stent thrombosis was identified. During ptca, the patient became hemodynamically unstable. Analgesics, vasopressor drugs, antiplatelets and anti thrombotic drugs were given to the patient. However, the patient expired during the procedure.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).